Event description:
It was reported to boston scientific corporation that a needleknife sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure the needle detached inside the patient. The physician attempted to retrieve the needle with forceps but was unsuccessful. The physician expects that the needle will pass without issue. The procedure was completed with another needleknife sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found no issues with the device. During functional testing, it was found that the needle would not extend. After cutting open the distal tip extrusion and repeating the evaluation for needle extension by extending the handle, it was found that the needle could be advanced/retracted, however, a 3-7mm section of needle was missing and the needle length no longer meets specification. Additionally, the end of the needle appeared burnt/blackened. The condition of the returned incident device was consistent with the complaint that the needle detached. During manufacturing, tome devices are 100% inspected for needle (cut wire) integrity and extension so the needle detachment likely occurred due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a needleknife sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure the needle detached inside the patient. The physician attempted to retrieve the needle with forceps but was unsuccessful. The physician expects that the needle will pass without issue. The procedure was completed with another needleknife sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.